Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedances of less than 200 ohms as well as greater than 3000 ohms at another time. The shock impedance measurements were also out of range at greater than 200 ohms. It was noted that this patient had undergone an ablation procedure. Technical services (ts) advised in-clinic testing of lead. During clinic testing, no out of range impedance measurements or noise were observed so the physician elected to continue to monitor the situation. No adverse patient effects were reported. Currently, this lead remains in service.